Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient said she was standing by a store door with automatic doors and the was getting little zaps. Caller didn't remember when it happened but she thought it was sooner then (B)(6) 2018. It was reviewed with caller it could have been the security gates and she should turn her stim off before walking through them. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked if the zaps from the door issue was resolved, and if not, what other actions were taken, or are planned, to resolve it, the patient said they walked away figuring it was for security for shoplifters. No further patient complications have been reported as a result of this event.